Event description:
Product had fallen to pieces [device leakage] case description: this is a spontaneous report from a non-contactable consumer received via a sales representative. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The product was purchased on (B)(6) 2019. The patient's product had fallen to pieces on an unspecified date in (B)(6) 2019. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: severity of harm was s3 and reasonably suggest device malfunction was yes. Failure mode: leakage. Summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated the product had fallen to pieces implying a leakage. No burn injury was reported. Additional information: has been requested and will be provided as it becomes available. Follow up (B)(6) 2019 this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (B)(6) 2019): new information received from the product quality complaint group includes severity rating and malfunction assessment. Follow up (B)(6) 2019): new information received from the product quality complaint group included that summary investigation and conclusion is being performed, and complaint implied leakage. Follow-up (B)(6) 2020): this follow-up is being submitted to notify that an investigation of the device is ongoing.comment: comment: the event "the patient's product had fallen to pieces" (device leakage) was assessed as nonserious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
Severity of harm was s3 and reasonably suggest device malfunction was yes. Failure mode: leakage. Summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated the product had fallen to pieces implying a leakage. No burn injury was reported.

Event description:
Product had fallen to pieces [device leakage]. Case description: this is a spontaneous report from a non-contactable consumer received via a sales representative. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The product was purchased on (B)(6) 2019. The patient's product had fallen to pieces on an unspecified date in (B)(6) 2019. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass came apart/separated/torn (excludes damaged cells). The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass came apart/separated/torn (excludes damaged cells). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Severity of harm: s1 ; rsnbly suggest device malfunc?: yes review of complaint description concludes there is a device malfunction; site sample status: not received follow up (27oct2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (05nov2019): new information received from the product quality complaint group includes severity rating and malfunction assessment. Follow up (07nov2019): new information received from the product quality complaint group included that summary investigation and conclusion is being performed, and complaint implied leakage. Follow-up (15jan2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24mar2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow up (23mar2020): additional information received from product quality includes: investigation summary. Comment: the event "the patient's product had fallen to pieces" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass came apart/separated/torn (excludes damaged cells). The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass came apart/separated/torn (excludes damaged cells). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package.. Severity of harm: s1 ; rsnbly suggest device malfunc?: yes review of complaint description concludes there is a device malfunction; site sample status: not received.

Manufacturer narrative:
Severity of harm was s3 and reasonably suggest device malfunction was yes. Failure mode: leakage. Summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated the product had fallen to pieces implying a leakage. No burn injury was reported.

Event description:
Product had fallen to pieces [device leakage] case description: this is a spontaneous report from a non-contactable consumer received via a sales representative. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The product was purchased on (B)(6) 2019. The patient's product had fallen to pieces on an unspecified date in (B)(6) 2019. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: severity of harm was s3 and reasonably suggest device malfunction was yes. Failure mode: leakage. Summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated the product had fallen to pieces implying a leakage. No burn injury was reported. Additional information has been requested and will be provided as it becomes available. Follow up ((B)(6) 2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (05nov2019): new information received from the product quality complaint group includes severity rating and malfunction assessment. Follow up ((B)(6) 2019 ): new information received from the product quality complaint group included that summary investigation and conclusion is being performed, and complaint implied leakage. Follow-up (15jan2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24mar2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Comment: the event "the patient's product had fallen to pieces" (device leakage) was assessed as nonserious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available.

Event description:
Event verbatim [preferred term] product had fallen to pieces [device breakage]. Case narrative:this is a spontaneous report from a non-contactable consumer received via a sales representative. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The product was purchased on (B)(6) 2019. The patient's product had fallen to pieces on an unspecified date in (B)(6) 2019. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: severity of harm was s3 and reasonably suggest device malfunction was yes. Additional information has been requested and will be provided as it becomes available. Follow up (27oct2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (05nov2019): new information received from the product quality complaint group includes severity rating and malfunction assessment. Company clinical evaluation comment: the event "the patient's product had fallen to pieces" (device breakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "the patient's product had fallen to pieces" (device breakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Event description:
Product had fallen to pieces [device leakage]. Case description: this is a spontaneous report from a non-contactable consumer received via a sales representative. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The product was purchased on (B)(4) 2019. The patient's product had fallen to pieces on an unspecified date in (B)(4) 2019. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: severity of harm was s3 and reasonably suggest device malfunction was yes. Failure mode: leakage. Summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated the product had fallen to pieces implying a leakage. No burn injury was reported. Additional information has been requested and will be provided as it becomes available. Follow up (27oct2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (05nov2019): new information received from the product quality complaint group includes severity rating and malfunction assessment. Follow up (07nov2019): new information received from the product quality complaint group included that summary investigation and conclusion is being performed, and complaint implied leakage. Company clinical evaluation comment: the event "the patient's product had fallen to pieces" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
Severity of harm was s3 and reasonably suggest device malfunction was yes. Failure mode: leakage. Summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated the product had fallen to pieces implying a leakage. No burn injury was reported.

Event description:
Product had fallen to pieces [device breakage]. This is a spontaneous report from a non-contactable consumer received via a sales representative. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The product was purchased on (B)(6) 2019. The patient's product had fallen to pieces on an unspecified date in (B)(6) 2019. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (27 oct 2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "the patient's product had fallen to pieces" (device breakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. Comment: the event: "the patient's product had fallen to pieces". (Device breakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass came apart/separated/torn (excludes damaged cells). The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass came apart/separated/torn (excludes damaged cells). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Severity of harm: s1 ; rsnbly suggest device malfunc?: yes review of complaint description concludes there is a device malfunction; site sample status: not received.

Event description:
Product had fallen to pieces [device leakage]. Narrative: this is a spontaneous report from a non-contactable consumer received via a pfizer sales representative. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date not provided) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The product was purchased on (B)(6) 2019. The patient's product had fallen to pieces on an unspecified date on (B)(6) 2019. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass came apart/separated/torn (excludes damaged cells). The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass came apart/separated/torn (excludes damaged cells). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being package. Severity of harm: s1 ; rsnbly suggest device malfunc?: yes review of complaint description concludes there is a device malfunction; site sample status: not received. Follow up (27oct2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (05nov2019): new information received from the product quality complaint group includes severity rating and malfunction assessment. Follow-up (07nov2019): new information received from the product quality complaint group included that summary investigation and conclusion is being performed, and complaint implied leakage. Follow-up (15jan2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24mar2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow up (23mar2020): additional information received from product quality includes: investigation summary. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00471 and MFR report number 1066015-2019-00493 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00471. MFR report number 1066015-2019-00493 is to be considered as deleted., comment: the event "the patient's product had fallen to pieces" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.